Event description:
The event is reported as: the cuff on the tube would not inflate while in use on a patient and the user reports not being able to ventilate the patient. The cuff was examined prior to use.

Manufacturer narrative:
Additional information requested from the user facility to include the condition of the patient.